Event description:
Clinical nurse specialist called to report that she was consulted on a patient currently on ECMO and a cardiosave balloon support. She reported that the balloon was not inflating and there was no alarm displayed on the cardiosave monitor and no audible alarm. The pump was in auto operation mode. They had moved an ECG lead and the pump went into pressure trigger appropriately until the ECG was restored. Some time later she was called to the bedside as the balloon was not inflating for over a minute with no audible or visible alarm. She reports turning the pump off and restarting the pump. Pump restarted without issue and therapy continued. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse was able to complete autofill in auto and simi auto. The unit completed an autofill in the middle of pumping and was able to start pumping after. The fse verified a system alarm at power loss. Calibration, safety, and functionality checks were completed per the service manual. The iabp was returned to the customer for clinical service.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
Clinical nurse specialist called to report that she was consulted on a patient currently on ECMO and a cardiosave balloon support. She reported that the balloon was not inflating and there was no alarm displayed on the cardiosave monitor and no audible alarm. The pump was in auto operation mode. They had moved an ECG lead and the pump went into pressure trigger appropriately until the ECG was restored. Some time later she was called to the bedside as the balloon was not inflating for over a minute with no audible or visible alarm. She reports turning the pump off and restarting the pump. Pump restarted without issue and therapy continued.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a